Manufacturer narrative:
Patient weight is unknown. Date of non-union is unknown. This report is for unknown 4.5 mm trauma cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2018 due to nonunion of the left distal femur. The surgeon removed one (1) locking compression plate (lcp) condylar 8-hole plate, four (4) 4.5 mm cortex screws, one (1) 7.3 mm locking screw, and four (4) 5.0 mm locking screws. The nonunion was irrigated, debrided, and separated. Bone samples were sent out for infection testing. Reamer/irrigator/aspirator (ria) was used for bone graft harvest in ipsilateral femur. The procedure was revised with a non-synthes retrograde femoral nail. It was reported that the reason for non-union was suspected to be the rigid construct of the locking screws too close to the fracture. All the previous implants were removed and are intact. The procedure was completed successfully with no reported delay. Current patient status is unknown. This report is for unknown 4.5 mm trauma cortex screws. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: corrected data: patient initials updated. Unknown 4.5mm trauma cortex screws belongs to part number 214.8xx series. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.